Manufacturer narrative:
Complete information for section h9: correction/removal reporting number = (B)(4). This supplemental MDR is being sent to include the sw version. Refer to section d10: concomitant medical products for this update

Manufacturer narrative:
Complete information for section a1: patient identifier- multiple= (B)(6). All available patient information was included. No additional information was provided. Complete information for section 9: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customers who have installed architect processing modules, notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Event description:
The customer reported a false negative architect stat high sensitive troponin-I assay results for four patients. The customer provided: sid: (B)(6) initial = < 1.1 ng/l, repeat =15.9 ng/l; sid: (B)(6) initial = <1.1 ng/l, repeat = 6.9 ng/l; sid: (B)(6) initial = <1.1 ng/l, repeat =126.3 ng/l; sid: (B)(6) initial = < 1.1 ng/l, 99.7 ng/l (overall population cut off = 26.2 ng/ml). During review of the logs, the following error codes were noted to have been generated: 1006 unable to process test, background read failure. 1008 unable to process test, final read failure. 1007 unable to process test, activated read failure. There was no impact to patient management reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2020-00119 ,under a different suspect device. Patient identifier: pt# one sid: (B)(6), pt# two: sid: (B)(6), pt# three: sid: (B)(6), pt# four: sid: (B)(6). There was no additional patient information provided by the customer. Evaluation results: an evaluation was performed by reviewing the complaint text, instrument service history, tracking and trending metrics, system logs, and the current labeling for the architect system operations manual. All were found to be adequate to addressing the customers issue. A review of the analyzer system logs identified exception errors. The architect system operations manual addresses operational precautions and limitations and provides probable causes and corrective actions for the troubleshooting of exception errors. Per another service ticket two trigger valves and a pre-trigger pump being replaced. There have been no additional tickets related to discrepant results after the parts were replaced. A review of the i2000sr tracking and trending data revealed no systemic issues or trends associated with the customers issue. Based on all available information no product deficiency was identified.

Event description:
The customer reported a false negative architect stat high sensitive troponin-I assay results for four patients. The customer provided: sid: (B)(6) initial = < 1.1 ng/l, repeat =15.9 ng/l; sid: (B)(6) initial = <1.1 ng/l, repeat = 6.9 ng/l; sid: (B)(6) initial = <1.1 ng/l, repeat =126.3 ng/l; sid: (B)(6) initial = < 1.1 ng/l, 99.7 ng/l (overall population cut off = 26.2 ng/ml). There was no impact to patient management reported.